Manufacturer narrative:
The insulin pump was received with normal operating currents, passed the self test, unexpected restart error test and displacement test however, the insulin pump alarmed compromised force sensor system alarm during the prime test at 4 lbs due to moisture damage force sensor resistor. The insulin pump was unable to perform the basic occlusion test, occlusion test, and excessive no delivery tests due to compromised force sensor system alarm. No moisture damage found on the battery tube and vibrator assembly however, moisture damage was found on the electronic assembly and motor during visual inspection. No obvious insulin odor noted during testing. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner, and reservoir tube window cracked.

Event description:
The customer reported via phone call that the insulin pump went blank after being exposed to moisture. The customer reported that the insulin pump reset and had unexpected restart alarm. The customer's blood glucose was 170 mg/dl at the time of incident. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.